Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, the physician noted a cut or breach in a portion of the outer insulation, which let blood get into the lead. Consequently, the lead was extracted and replaced, and the procedure was completed successfully. The boston scientific sales representative that was present during the procedure informed that there were no sharp instruments near the lead that could have caused the reported insulation damage. No adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found blood/body fluid in the lumen of the lead. Testing was completed to assess lead outer insulation integrity and measurements throughout this test were not within normal limits. A puncture hole was observed in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, the physician noted a cut or breach in a portion of the outer insulation, which let blood get into the lead. Consequently, the lead was extracted and replaced, and the procedure was completed successfully. The boston scientific sales representative that was present during the procedure informed that there were no sharp instruments near the lead that could have caused the reported insulation damage. No adverse patient effects were reported. The product was received for analysis.